Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor pad fractured during cleaning. There was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the returned product confirmed that it was fractured. Further analysis of the fractured surface confirms that it is for overload fracture. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. This complaint has been confirmed by the returned device being fractured. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.